Event description:
It was reported that a clinical study patient experienced complex regional pain syndrome approximately two months post-implantation. The symptoms subsequently resolved and the device remained implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: one-third tubular plt 4 hole cat# 47493500403 lot # 64980726. One-third tubular plt 10 hole cat# 47493501003 lot # 65039919. 4.0 x 35 part thd canc scr cat# 47484003501 lot # 63635448. 3.5mm cort. Screw 16mm lng s cat# 47483501601 lot # 65960879. 3.5mm cort. Screw 16mm lng s cat# 47483501601 lot # 65960879. 3.5mm cort. Screw 16mm lng s cat# 47483501601 lot # 65960879. 3.5mm cort. Screw 16mm lng s cat# 47483501601 lot # 65960879. 3.5mm cort. Screw 16mm lng s cat# 47483501601 lot # 65601975. 3.5mm cort. Screw 14mm lng s cat# 47483501401 lot # 65514783. 3.5mm cort. Screw 20mm lng s cat# 47483502001 lot # 64939904. 3.5mm cort. Screw 18mm lng s cat# 47483501801 lot # 65901451. 3.5mm cort. Screw 24mm lng s cat# 47483502401 lot # 65271221. 3.5mm cort. Screw 28mm lng s cat# 47483502801 lot # 64913111. 4.0 x 14 cancell. Screw cat# 47484001400 lot # 65335756. G2: united kingdom. The complaint cannot be confirmed due to lack of information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.